Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 3.00mm/1.5cm/140cm s-pcb flextome balloon catheter was selected for use. However, upon inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.